Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch #: unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Can a timeline of events be provided to include the onset of symptoms and any medical or surgical intervention? Was there a reoperation? If so, what was were the indications for the reoperation and what was done? How was it confirmed that staples were opened? Can further information be provided on the shape of the staples and specific locations of the open staples along the circular anastomosis? Can operative notes or an autopsy report be provided? What was the date of the patient death? Has a cause of death been determined? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported per the description provided by the surgeon: after end-side anastomosis (stomach-intestine) the staple line's integrity was corrupted and staples were opened. This issue was identified a month after, during the controls performed on the patient due to the negative effect on the patient's health conditions. Due to corruption of anastomosis integrity, the patient lost his life.